Event description:
Patient with a long segment of barrett's dysplasia (10 cm), treated with serial rfa until all disease resolved histologically. Within the treated area, the physician noted a mild non-circumferential stricture that was dilated twice with resolution.